Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1411307) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided, the root cause of the reported event could not be determined. However, it was reported that the vessel size was measured to be 4 mm. Due to the small vessel size, the balloon may have not firmly abutted the arteriotomy. The balloon's placement abut the arteriotomy provides both temporary hemostasis and a barrier to the ingress of sealant into the arteriotomy. It should be noted that the mynxgrip IFU notes the following: "the safety and effectiveness of mynxgrip have not been established in the following patient populations: pediatric patients or others with small common femoral arteries" (<5 mm in diameter). The event took place at: (B)(6) hospital, (B)(6).

Event description:
It was reported that a (B)(6) female patient underwent a diagnostic heart catheterization procedure on (B)(6) 2014. Access was obtained at the right femoral artery with one stick and a 6f sheath was placed. The stick location was just above the bifurcation. At the end of the procedure they did a femoral shot to see if the sheath was in a good location for use of a closure device and the technician who is a trained mynx user, selected a mynxgrip (6f/7f) vascular closure device to close the access site. Based on the information provided by the staff and the technician who deployed the device it sounds like they followed through the steps appropriately for deploying the device. After the device deployment, pressure was held for 2 minutes at the groin site at which time the groin was noted to have looked "good." The patient was discharged to home on (B)(6) 2014. On (B)(6) 2014, the patient had allegedly developed a large hematoma as well as severe pain at the groin and returned to the hospital. It was reported that an ultrasound was performed which revealed 50 % occlusion of the artery and a flap tear near the artery. The radiologist saw what appeared to be a clot around the access site. A cut down was performed to fix the artery. A foreign body was removed and the femoral artery was fixed with a patch. The patient was reported to be doing well. Allegedly, the surgeon sent the piece that was removed for identification and it was alleged that the piece was from the closure device. Note: the vessel size was measured to be 4 mm. The mynxgrip is indicated for use in 5 mm or larger per the IFU.